Event description:
It was reported that one day after implant, the loop recorder device detected some asystole episodes while the patient was napping. It was also reported that the asystole episodes were likely false since they were detected just after implant and are consistent with loss of contact. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.